Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level and over delivery. Customer¿s blood glucose value at time of incident was 68mg/dl and 267mg/dl and current blood glucose value was 76mg/dl. Customer declined to troubleshoot for high blood glucose level. Customer was advised to change entire set, reservoir and insulin and treat as per healthcare professional's instructions. Insulin pump will not be returned for analysis.